Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states the backrest on the back was worn out and he fell through it.